Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment date. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with two plus diffuse lamellar keratitis (dlk) in the right eye one day post lasik. The patient noted the eye was sore. Topical steroid dosage was increased and an oral steroid was prescribed. Additional information provided reported the dlk has resolved.